Event description:
It was reported that the lens was implanted into the patient's eye and then removed during the same procedure due to a broken haptic. The incision was enlarged and a vitrectomy performed. Another lens was implanted and no patient injury or complications were reported.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. The lens had one detached haptic and appears to have evidence of ophthalmic viscoelastic on it. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). Incision enlarged. Broken haptic of intraocular lens. All pertinent information available to abbott medical optics has been submitted.